Event description:
The hospital reported that during the saphenous vein harvesting procedure, the scissors "did not work" and the surgeon decided to use the conventional open leg technique to retrieve the vein. No add'l pt complications were reported.